Event description:
On an unknown date, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. It was reported that on an unknown date, the patient experienced a proximal type I endoleak and has returned for treatment with no adverse effects. On an unknown date, the endoleak was resolved by reintervention. Further information was requested.

Manufacturer narrative:
The initially reported information was reported in error.

Event description:
This report is being sent as a retraction to the initial report. Upon further investigation into this event the endoleak identified was during the initial procedure, and through implant of an aortic extender component, resolved during the initial procedure. Therefore no adverse event occurred in this case.

Manufacturer narrative:
.